Event description:
It was reported that the lead was explanted when repositioning was unsuccessful due to high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.